Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the root cause could not be further defined from the information obtained from this investigation. The instruction manual was reviewed; it was found that it had descriptions related to the phenomena, as below: instructions. Evis eus ultrasound gastrointestinal videoscope: olympus gf-ue190. Important information ¿ please read before use: precautions. [Warning] do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope red sheathing of transducer was defective. The issue occurred during preparation for use. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that acoustic lens was damaged. Should additional relevant information become available, a supplemental report will be submitted.